Manufacturer narrative:
Continuation of d11: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient on 2018-sep-19, stating they had not heard yet from anyone. The rep reached out to the patient about setting up a trickle charge session. The rep also reported on (B)(6) that they spoke with the patient and would continue following up. Information was received from the hcp that stated they were unaware of these issues. They provided no further information. No symptoms were reported. No further complications were reported/anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4); product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported the ins recharger was broken. The patient couldn¿t troubleshoot due to lack of access to product. It was noted the connector pin was broken on desktop charger. Additional information was received from the patient. It was reported that the ins was "not charging period"; the patient confirmed that the ins was not charging. The patient stated they had "gone through all the diagnostics", but they have talked to their doctor who told the patient to call to get the ins restarted. The patient repeated that the ins "won't charge period". The patient stated that it had been 2 months since they last successfully charged the ins and later stated that they had first noticed the issue in may. The patient was directed to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.